Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed sterilization records, manufacturing records, and product labeling. Results: no failure was detected. Conclusion: the possibility of infection is a known, inherent risk associated with implant surgery.

Event description:
Complainant reported implantech nasal implant was explanted a little more than 4 months post-operatively due to infection. Patient reported soreness, redness and swelling about 6 weeks post-operatively, but no culture could be taken at that time. Symptoms worsened and a culture taken (B)(6) 2017 identified staph. Aureus. Multiple courses of antibiotics (clindamycin p.o., augmentin p.o.) Were prescribed. Eventually, they chose to explant the device without replacement.